Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. D274trk bi-ventricular defibrillator (B)(6) 2007; 6947 defib lead (B)(6) 2007; (B)(4).

Event description:
It was reported that the device had prematurely reached the elective replacement indicator (eri) due to high left ventricular (lv) lead output and high capture threshold. The device was explanted and replaced. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.